Manufacturer narrative:
Updated blocks: d4, h4 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, the manufacturer's field service representative (fsr) was able to assist in troubleshooting, identifying a date discrepancy in the data log. The date had changed to 2029 so the gas system appeared out of date to the computer. The date corrected itself and the issue was resolved.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) failed gas system calibration due to failed optics. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.